Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that dilator tip was blunt. The dilator tip was not able to go through the patient¿s skin at the percutaneous exit site during a tined lead test. There was dissatisfaction with the design of the dilator tip. The dilator tip was not damaged but was not sharp enough. The surgeon had to use a knife and make bigger to get the dilator of tunneling to cannulate the skin. The issue was resolved.